Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A physician reported a patient that complained of visual loss following an intraocular lens (iol) implant procedure. An ocular coherence tomography (oct) was performed and a broken haptic was discovered. The lens was removed and replaced with a lens of the same model and diopter. Additional information has been requested.